Manufacturer narrative:
This report is being supplemented to provide additional information and corrected data (h10) regarding the reported event. During device evaluation, chipping of the bonding of the bending rubber was discovered. The definitive cause of the reported event cannot be determined. The probable cause was determined to be dropping off of components from the distal end. Per the product instructions for use (IFU): " do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿" device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the probe tip for the balloon groove at the distal end side was found to be broken off; the missing portion was not returned for evaluation. The cause of the reported event cannot be conclusively determined.

Event description:
It was reported that the white plastic has a chunk broken off [sic]. It was later determined by the manufacturer that the white plastic chunk refers to the ultrasound probe unit on the tip of the distal end. No adverse event occurred related to this reported device issue.